Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was not feeling well this morning, also patient was having itching from the surgical site. Patient had been feeling tenderness and soreness on their left buttock. Patient also stated at around 3pm, they stared feeling sweaty and seeing "prisms" and then found themselves with a bad case of diarrhea. Patient stated right lead migration during evaluation and that was why they were unable to feel stimulation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.